Event description:
Customer states pt reportedly received result of lo on inform system 1 and 183 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550042, expiration date 3/31/2009). Reference medwatch report with for the suspect device used in system 2.